Event description:
It was reported that a pt was implanted with a morscher press-fit cup on unk date. The pt was revised on unk date due to infection. The source of this event is a journal article (the bone and joint journal). Exact device name and date of event is unk. The revision surgery was performed between (B)(6) 1996 and (B)(6) 2011.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation results be available, that changes this assessment, an amended medical devices report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4) .